Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15376. It was reported the pt experiences heating while charging her ipg. The pt was sent a replacement charging system. Follow-up identified the pt's issue was resolved with the use of the replacement charging system.

Manufacturer narrative:
Recall #s: 1627487-12192011-003-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.